Event description:
Customer reported the system is displaying an overheating error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the backplane. System operates as intended.